Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. Settings were reviewed, pump powered off/on. There was still no disposable alarm, turned pump back off. Patient was going to the clinic and was instructed to let the clinic know of the alarm. No patient injury was reported.